Manufacturer narrative:
Concomitant: product ID 39565-65, serial# (B)(4), implanted: 2014-(B)(4), explanted: 2014-(B)(4), product type lead. Product ID 97792, lot# n460724, implanted: 2014-(B)(4), explanted: 2014-(B)(4), product type accessory. Product ID 97754, serial# (B)(4), product type recharger. Product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 39565-65, serial# (B)(4), implanted: 2014-(B)(4), explanted: 2014-(B)(4), product type lead. (B)(4).

Event description:
It was reported that the patient developed a postoperative infection. The reporter stated that there was drainage, incisional wound opening, fever, pain, redness and an unknown type of infection at the device pocket and the lead location. It was noted that the patient required antibiotic treatment. Reportedly, the patient experienced pain in the back, fever and chills. The patient reportedly went to the emergency room for treatment and was admitted with a postoperative infection. The reporter stated that the patient¿s device, including the implantable neurostimulator (ins), lead, and anchor, was explanted as a result. It was noted that there was no alleged product issue. A supplemental report will be filed if additional information is received.